Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent, vomiting, pyrexia, and hypotension. The cause of the peritonitis was unknown. It was reported that the patient was hospitalized due to fever. The same day as the peritonitis diagnosis, the patient and treated with injection vancomycin (500mg every 5th day, ongoing), injection meropenem (1gm once a day, intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient remained hospitalized and was recovering from peritonitis. It was reported that five days after event onset, pd therapy was discontinued, the pd catheter was removed, and the patient was shifted to hemodialysis (ongoing). No additional information is available.